Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00433, 0001032347-2020-00434. Lot number: based on a review of inventory transactions and the customer's purchase history, there are two (2) possible lots: 061150, 394730. Medical products: lactosorb system lactosorb direct driver blade, part# 915-2451, serial# 392193, possible lot# 745970, 329600, 195230; lactosorb system lactosorb direct driver blade, part# 915-2451, lot# 572419; lactosorb system lactosorb direct driver blade, part# 915-2451, serial# 475276, possible lot# 061150, 394730; 2.0 lactosorb system 2.0 x 5 mm direct drive screw, part# 915-2200, lot# n; 2.0 lactosorb system 2.0 x 7 mm direct drive screw, part# 915-2201, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported that multiple blades were unable to retain screws during a surgical procedure. The five (5) mm screws could be grasped and the seven (7) mm screws could not be grasped. The procedure was completed with alternate blades. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6. A visual inspection was conducted on the returned blades. The blades showed signs of general use but no visible damage was present. All three orientations were checked and the fits met all specifications. The blades are functioning as they should. Medical records were not provided. A review of the device history records was not performed as the returned items functioned as intended. No problem was found with product. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that multiple blades were unable to retain screws during an upper and lower osteotomy. The five (5) mm screws could be grasped and the seven (7) mm screws could not be grasped. The procedure was completed with alternate blades. No adverse events were reported as a result of the malfunction.